Event description:
It was reported by the sales rep in switzerland that during an unknown procedure on (B)(6) 2023, it was observed that the black plastic protective component on the vapr tripolar 90 suction electrode device was moved. During in-house engineering evaluation of the photo received from the customer, it was determined that the buttons on the device were exposed due to the fact that the rubber cover of the buttons was moved. It was unknown how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo shows the buttons of the device exposed, due to the fact that the rubber cover of the buttons was moved. A manufacturing record evaluation was performed for the finished device u2308005, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection findings, the reported complaint was confirmed. The photo provided was sent to he supplier which conclude that an excessive force used could have been the cause, however it would not determine any possible cause till the device is evaluated. Therefore, the device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence in order to determine a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.